Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the zcb00 intraocular lens (iol) in the right eye (od) was explanted, wasted. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional info: new information was received from the customer indicating that the lens was removed and replaced within the same procedure and was not actually explanted as initially reported. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: it was later learned that there was no incision enlargement, vitrectomy, or patient injury. A non-amo lens was used as the replacement lens. It was confirmed that the device will not be returned for evaluation. Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed. The reported complaint could not be verified as the device was not returned. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing record review there is no indication of a product malfunction or product quality deficiency. No nonconformity report or documentation or labeling change is required. All pertinent information available to abbott medical optics has been submitted.